Event description:
It was reported that revision was reported due to pain and dislocation.

Manufacturer narrative:
This was likely due to head/neck impingement which occurred during the reported dislocation. This resulted in the disassociation of the femoral head from the constrained liner.